Event description:
Per the clinic, the patient experienced vertigo and fluctuating impedances (date not reported). Subsequently, the patient was treated with oral steroid for two weeks (specific date not reported). The implanted device remains.